Event description:
Additional information was received from a the patient's nurse via a manufacturing representative. It was reported that the patient's ins and leads were implanted in 2016, the date was not known. It was stated that the revision in (B)(6) 2018 was performed due to insufficient therapy. The cause of the issue was not yet determined. The hcp was provided with troubleshooting processes. It was not known if the issue was resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3389 lot# unknown implanted: 2016 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's lead was repositioned in (B)(6) 2018, and the ins was placed higher but was not replaced. The battery voltage was good, and the therapy was reset with good result. The patient did not indicate there was an issue in functioning, however complaints about therapy increased over time. Around the time of the report the patient was not doing well and therapy has been much worse. On (B)(6) when interrogating the ins it appeared that settings were no longer present, and it was as if the ins needed to be programmed. When interrogating the ins the manufacturing representative found an invalid setting (43) error. The patient reported visiting a dentist the day prior, but otherwise they did not know what could have cause it.